Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited myopotential oversensing resulting in some instances of pacing inhibition. Programming changes were suggested and the patient would be monitored with routine follow-up. No further information was available.

Event description:
New information reported on 10/03/2017 noted that the asymptomatic patient presented remotely via merlin.net transmission with additional episodes of myopotential oversensing resulting in some instances of pacing inhibition. The suggested programming changes have not yet been made as the patient has not been seen in clinic since the last report.